Event description:
Update: add'l info provided 9/05 noted that according to the pt, the following is alleged to have occurred: itching and burning sensation in skin, rash, hives, redness, and "whelks." Abdomen: severe abdominal pain, constipation, gas, distention of the abdominal area, heat and burning in the abdominal area, and pain behind navel. Skin: hives, rashes, burning sensations ("all over"); heat in the skin, swelling, red blotches, itching, sensitive to "head." Eyes: constant swelling around the eyes, swollen lachrymal glands, black discharge from eyes, burning sensation in the eyes, and blurred vision. Face: bells palsy, swelling around lips, and numbness around lips. Allergies: laxtex and add'l food allergies. After surgery, pt was diagnosed with multiple chemical sensitivity (mcs). Pt states her, "quality of life has been profoundly diminished."

Event description:
A laparotomy, with lysis of adhesions, resection of endometrosis and myomectomy was performed on an otherwise healthy patient. At the conclusion of the procedure the surgeon instilled 300 ml of gyncare intergel. On the second post-operative day the patient developed severe pain, which persists to day temperature has been normal and white blood count slightly elevated. A CT examination was negative. Patient has distention, bloating and has lost 17 pounds since the surgery. Patient also complains of a rash and swelling of the face and hands. Additional information provided. Noted that the surgeon reported the patient remains symptomatic and has experienced significant weight loss as a result of pain. Additional information noted that the original surgery consisted of a myomectomy, lysis of adhesions, fulguration of endometriosis and rectocele repair. The pt was admitted for for hematoma, which was aspirated.